Event description:
It was reported that during a drug eluting stenting treatment procedure that stent dislodgement occurred. The customer reported that "stent came off balloon while tarcoding onto wire." The device did not enter the body. The procedure was successfully completed with another of the same size stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.